Event description:
An 18 inch ams mass penile prosthesis with a 3cm rear tip extender was implanted in the spring of this year. The device failed to work properly. An evaluation, which included an ultrasound, showed what appeared to be an empty reservoir. The device was surgically removed and replaced a few weeks ago. The reservoir was empty at the time of removal.